Event description:
It was reported that physician reported three pump malfunctions that are the same. Two on his patients and one on another urologists patient. Patients have not been on replacement procedures. He can get them to cycle but then will happen again and again as he tries to recycle.